Manufacturer narrative:
Batch review performed on 24 september 2020: lot 144105: (B)(4) items manufactured and released on 04-aug-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold with another similar reported event since 01-jan-2016.

Event description:
Revision surgery due to a loose stem. The cause of the loose stem is unknown. 5 years and 9 months after primary the surgeon revised the head, stem, and liner. The surgery was completed successfully.